Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the no signal in exam room and console room monitor. Upon functional testing the fse found that the rear panel assembly bank had no power supply available. The fse replaced the pd.assy.rearpanel boxed and configured the rear assembly. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.